Manufacturer narrative:
Add'l attempts done to obtain info has been unsuccessful at the moment.

Event description:
The procedure was not reported. Reportedly, there was a device related burn on pt skin. The degree of the burn and treatment if any was not reported.